Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to display broken implant "ears" of the peek upper component.

Event description:
Pre-op diagnosis: lumbar disc disease procedure: lumbar discectomy levels involved: l4-l5 it was reported that the cage broke during surgery. No fragments remained in the patient. No patient complications were reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.